Event description:
It was reported that the patient¿s device was dead. It was thought that the device had been dead for a while. They were unsure if they just weren¿t able to charge or if they weren¿t feeling stimulation. It was further reported that the patient was unable to connect with their doctor to get their device checked.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-56, lot# v499807, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-56, lot# v355429, implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).